Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm. Customer¿s blood glucose value was unknown. Customer stated that the insulin pump was unable to clear the alarm. Customer stated that he insulin pump was not exposed to the magnetic field. The device will return for the analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.